Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) sent an email and reported a need to make a complaint regarding ¿very red eyes.¿ on (B)(6) 2020 the pt called and provided additional medical information: the pt reported od redness after one hour of contact lens wear on (B)(6) 2020 while wearing the suspect acuvue® oasys® brand contact lens. The pt didn¿t notice anything unusual upon removal of the suspect od lens, but reported the od was still red. The pt reported daily contact lens wear with a 20-day replacement schedule. The pt had not yet been to an eye care provider (ecp) for evaluation. On (B)(6) 2020 an email was received from the pt with a doctor¿s note and prescription. An ecp note dated (B)(6) 2020 with diagnosis of od keratitis on 1/3 of the cornea. The ecp prescription, dated (B)(6) 2020 for vigamox every 3 hours for 7 days. The pt advised the ecp also recommended the complete suspension of contact lens use as the ecp advised the pt that the product caused the injury. On (B)(6) 2020 a call was placed to the pt and additional information was provided: the pt reported the ecp suspended contact lens wear for several months. The pt also reported the ecp requested the pt return for evaluation to allow the pt to return to contact lens wear. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003zw7 was produced under normal conditions. The suspect od lens was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
One bag was received from the patient that contained two opened contact lenses. The two open lenses were measured and visual inspections were performed. The two opened lenses met company standards for base curve, center thickness and diameter. The magnified visual inspections revealed edge tears on both open lenses. The product was returned opened and it is not known what external influences may have contributed to the edge tears on both lenses. If any further relevant information is received, a supplemental report will be filed. Section h ¿ 6: code 10 ¿ testing of actual/suspected device